Event description:
Knee and upper thigh muscles as they were weakened by limping [muscle weakness lower limb]. Limping [limping] . Extreme pain in rt knee when walking, trying to sit down or trying to stand up [knee pain] ([pain upon movement]). Swelling of the knee with a large lump on the upper right side of the knee [swelling of r knee]. Extreme pain [aching (r) knee]. Case narrative: this case was linked to case (B)(4) (cluster). Initial information received from patient on (B)(6) 2020 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5091646 via consumer. This case involves a patient of unknown demographics and age who experienced extreme pain in rt knee when walking, trying to sit down or trying to stand up, swelling of the knee with a large lump on the upper right side of the knee and extreme pain and knee and upper thigh muscles as they were weakened by limping, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history(s), medical treatment(s), vaccination(s) and family history were not provided. Concomitant medications included metformin hydrochloride; glipizide; sunuvia, insulin detemir (levemir); atorvastatin calcium (atorvastin); famotidine; otc (over the counter) medicines, ostro biflex; presser vision areds 2; hair skin nails; enalapril; ropinirole; calcium; magnesium; and curcuma longa (turmeric) on (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6 ml, frequency once (lot - 9rsl026, 06-jun-2022) (indication: unknown) in their right knee. Same day in the evening, the patient had swelling of the knee with a large lump on the upper right side of the knee. On the same day, patient experienced extreme pain in right knee when walking, trying to sit down or trying to stand up, extreme pain and was limping. All the events were assessed as serious as medically significant and required intervention. As corrective treatment, patient received a cortisone shot. The pain lasted for three days and got a little better on the fourth day, however it continued over the weekend. The patient reported that the pain was not as severe but pain in walking step continued. The doctor scheduled the patient for therapy in order to strengthen their knee and upper thigh muscles (medically significant) as they had weakened due to limping. Action taken: not applicable for all events. Corrective treatment: not reported for knee and upper thigh muscles as they were weakened by limping; cortisone for all other events. Outcome: not recovered for extreme pain in rt knee when walking, trying to sit down or trying to stand up; recovering for extreme pain; unknown for rest of the events. A product technical complaint (ptc) had been initiated on 07-feb-2020 for synvisc one (lot number 9rsl026) with global ptc number: (B)(4). The production and quality control documentation for lot # 9rsl026 expiration date (2022-06) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 9rsl026 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 21feb2020 there were 4 complaints on file for lot# 9rsl026 and all related sublots. 4 complaints were on file for lot# 9rsl026: (1) syringe broken prior, (2) adverse event reports and (1) syringe broken during. Sanofi would continue to monitor complaints as stated in sop (B)(4) product event handling to determine if a CAPA was required. The information received did not indicate a product malfunction. Would the malfunction be likely to cause or contribute to a death or serious injury if the malfunction were to recur: no final investigation was completed on 14-apr-2020. Follow up information received on 07-feb-2020. No significant information received. Follow up information was received on 21-feb-2020 from other health professional. No new information was received. Additional information was received on 14-apr-2020 from other health professional. Global ptc number added. Ptc results received and processed.